Event description:
2025-jan-27: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having tingling and prickly feeling in their toes and right foot since 2 days ago. Patient stated they were not sure which program is for their left leg. Patient stated they didn't understand when they the explained how to use the device. Patient services assisted patient with using the external devices to adjust the stimulation. Therapy on, and adjust stimulation from 3.8v to 2.5v on all the programs. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The troubleshooting steps that were taken on the call resolved the issue. 2025-feb-03: information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that their pain has gone by, but their feet are completely numb and their calves are burning. Patient stated that it feels like it's overshooting electricity in their legs. Patient mentioned that the last time they talked to someone in patient services, they cut the stimulation down from 5 to 2.5 and they think that was too much. Patient also mentioned that they feel like they are burning up in their feet. Patient mentioned that they cannot get the equipment to do what they need it to and don't know how to adjust their therapy. Patient noted that they just kept seeing a screen with a circle and lightning bolt. Agent attempted to walk patient through connecting to their settings, but patient was seeing a circle with a lightning bolt. Agent walked patient through restarting the handset. Patient then tried to connect to the handset and got not found; agent had the patient reset the communicator twice and hit retry and then patient got connected. Patient decreased their stimulation but said that they were getting no relief and noticed no dif ference. Patient stated that they have no balance in their feet and feel like they are going to go sideways or backwards unless they use a walker. Patient reported that they have programs 1-2 at 1.5 and programs 3-4 at 1.4; patient added that they got the settings set on thursday and on (B)(6) was they were fully set up. When asked for an event date; patient mentioned the issue started from the beginning and they went a week before there was no settings and so it was a week from their implant date so (B)(6) but it had only been a week with settings and programs. Agent reviewed role of mdt rep and recommended patient have their settings looked at. The issue was not resolved through troubleshooting. Rep reported they will be meeting with patient on (B)(6): the patient called back and repeated previous information in this case. The patient was getting electrical or tingling from their knees down on both feet. The patient thought their feet were going to burn and they grunted real hard. The patient thought they were going to fall off the chair. During the call, the patient was on group b and all programs were at 2.5. The patient inquired if they should be at 2.5. The agent reviewed information. The patient had set program 1 down to 1.5 but they boosted the settings up. The patient inquired how low and high their stimulation could go. Agent reviewed information. The patient had been miserable for 2 weeks. The patient felt like how they felt last year before they got the implant. The patient was tingling and hurting and they could not walk with the bottom of their feet. (B)(6) 2025: the patient called back repeating the issues from this case. The pt stated their feet were burning, and they wanted to turn their stimulation down. The agent understood that the handset was off but plugged in and charging. The pt powered the handset on, and the pt had a very difficult time unlocking/swiping up on the handset (pt stated they were not good with technology). The pt successfully entered into mystim app and pt saw group a with 4 programs - the pt decreased each group to 2. The pt stated that their toes have 'calmed down a little' and are not as hot now. The agent then walked the pt through closing all apps and plugging the devices back in to charge. During the call, the pt mentioned it took them 3-4 days to go to the bathroom because they were constipated and if they 'grunt', the 'shock is fierce'. The pt also commented that the brochure they have is outdated (agent was not able to understand what pt meant by this).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the issue has not been resolved. Their back is hurt. Both legs and feet feeling tingling/prickly. No action actions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient said they changed their settings last friday because they couldn't get any sleep since it was buzzing in their body after rep increased stim to 5. Patient said the stimulation went all over their body and their back was aching something fierce. Patient also said their whole body was tingling and they feel it on their back and it was constantly buzzing in their feet, back, knees and toes. Patient wanted assistance lowering their stimulation. Patient service walked patient through how to lower their stimulation and patient was able to successfully lower the stimulation on group b to 4. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned their back is in so much pain, worst than before, and wondered what all the other groups are for, agent reviewed info and redirected to hcp, patient mentioned they have an appointment with their healthcare provider on the (B)(6). On 2025-mar-07 the rep reported the burning/numbness/balancing issues are the patient's baseline. When rep saw the patient, they patient was having a hard time differentiating between the stimulation and their normal tingling/numbness. The weakness was also pre-existing. The rep noted the previous mentioned reprogramming to dtm endurance and noted this issue is considered resolved.